Event description:
It was reported by a customer that they performed a powerglide pro insertion, and the guide became detached inside the patient (uncoiled). It was while removing the guide that they realized the guide was very long and very thin. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed and was determined to be use-related. One 18 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned powerglide pro revealed abundant blood residues throughout the device. The safety mechanism was observed to be advanced down the needle shaft, but the needle tip appeared to be slightly exposed. The guidewire was observed to be unraveled, and the unraveled guidewire was observed to be strung through the green wings of the device. A microscopic observation revealed the distal weld tip to be present at the distal end of the guidewire. The safety mechanism did not advance completely over the distal needle tip. A break in the core wire was observed along the guidewire, contributing to the coil wire of the guidewire unraveling during use of the product. The break site and break location of the core wire was observed to have characteristics of the guidewire being pulled against the needle bevel of the device. No potential damage/defect related to the manufacture of the device was observed upon the return of the device. Pulling the guidewire back against the needle bevel may cause a break in the guidewire of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: we had to redo the catheter insertion with a different device. There were no complications for the patient, other than a second puncture.